Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the hub separates from device with a bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: it was reported that needle hubs separate and shield are difficult to remove.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 21 july 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9343312 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint.

Event description:
It was reported that during use the hub separates from device with a bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: it was reported that needle hubs separate and shield are difficult to remove.